Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during a bolus delivery. The customer's blood glucose (bg) level was 248 mg/dl and a correction bolus was delivered to address the bg level. As the contact did not have the pump at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The contact indicated that she would inform the customer's parent as how to perform a system check when an occlusion occurs.